Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from omsi and the similar event, there was the possibility that this phenomenon was attributed to the gap of the glue of the light guide lens which was generated due to the physical stress / the chemical stress / the storage environment / the aging deterioration and so on. Consequently, the dirt invaded inside of the light guide lens.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus medical systems (B)(4)), it was found that there was a dirt inside the light guide lens. There was no report of patient injury associated with the event.